Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the customer was performing a heart catheterization treatment of a vascular procedure, and the procedure had to be postponed. The philips remote service engineer (rse) inspected the system remotely and found that the system gave an alert that geometry movements were partially available. Upon troubleshooting, the rse reviewed the logs and found that error: stand power 110 volt not present. The rse checked the case history analyzer and identified the spp power supply as the problem source. The rse advised the customer to inspect the incoming power to the spp power supply. To resolve the issue, the customer replaced the spp power supply in the stand. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert that geometry movements were partially available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.